Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-dec-2022 / serial#: (B)(4) / UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 05-jul-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The cause of death was cardiac tamponade due to perforation. It was reported that during implant of the leadless implantable pulse generator (ipg) position difficulty was encountered. A position was obtained but no capture, high thresholds and high impedance in two deployments. A clot was observed on the tip of the leadless ipg which was removed with a needle. The patient experienced cardiac tamponade due to perforation and the blood pressure began to drop. A pericardiocentesis was carried out but the patient expired.